Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens (iol) due to the patient being unhappy with results and no improvement with visual acuity. The patient reported "vision is worse." The iol was replaced with a monofocal lens. Additional information indicated that the patient had meibomian gland dysfunction. Further information was requested; however, additional information has not been received.

Event description:
Additional information has been received. That patient¿s exchanges were initially planned for june, but at that time, explantation was not done.

Manufacturer narrative:
Based on information received, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).